Event description:
This companion hospital care was not in use with a pt. The customer reported that when he inserted a companion 2 driver into the companion hospital cart, the hospital carte screen went very dim, and he couldn't see the display. The customer also reported that he turned the hospital cart off and then turned it on again, and the screen display was visible. This alleged failure mode poses a low risk to a pt because the issue was observed when the hospital care was not in use with a pt. In addition, this alleged failure mode would not prevent a companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.